Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the right coronary artery (rca). A 2.50x12mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, the physician was not able to push or pull the device over the wire. Subsequently, both the stent and wire were removed together simultaneously and the procedure was completed with another of the device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis loaded on the guidewire which could not be removed from the device. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od ) was measured which is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed severe signs of stretching and damage to the distal edge of the tip. The stretching noted is consistent with excessive force being applied to the device which is then removed by the customer together with the stent protector during preparation of the device and replaced with a guidewire. Any damage to the tip would have been noted at this stage. As the device was returned with the guidewire stuck inside the delivery catheter which could not be removed, suggests that the stretching of the tip occurred during procedure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the right coronary artery (rca). A 2.50x12mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, the physician was not able to push or pull the device over the wire. Subsequently, both the stent and wire were removed together simultaneously and the procedure was completed with another of the device. No patient complications were reported and the patient's status was stable.